Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm while attempting to deliver a bolus on multiple occasions. Reportedly, there was nothing pressing up against the button to have triggered the alarms. Customer's blood glucose level was not impacted.